Event description:
As the physician was advancing the guide catheter in preparation to embolize a right middle cerebral artery aneurysm, the right internal carotid artery was dissected by the guide catheter. The physician reported that no resistance was encountered as the guide catheter was being advanced. A carotid stent was placed and "full anticoagulation" to treat the dissection. The procedure was stopped at this point. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Unk as the batch number was not disclosed. (Other for no allegation of product malfunction or non conformance contributing to the reported event).